Event description:
It was reported that the user attempted a cartridge change on the ilet without performing the required rewind and while connected, after which the user experienced a severe hypoglycemic event with an ilet low alert and loss of consciousness; the event resolved after the spouse provided oral carbohydrates and ems administered an IV, and the user later received troubleshooting and education on proper cartridge change procedure. Symptoms included loss of consciousness and sweating consistent with hypoglycemia. Outcomes included temporary incapacitation requiring outside assistance and ems intervention, without hospitalization. Investigation included complaint intake review and user education on correct use. Investigation of this case revealed user setup error during cartridge change while connected, which is consistent with known use-related risk and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with use error likely contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.